Manufacturer narrative:
A product was not returned for analysis. Complaint history and product batch record were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(6).

Event description:
A health care professional reported that during the intraocular lens (iol) implant procedure iol haptic bent during implantation and caused a nip which resulted in extension of anterior capsule. Additional information received and stated that extension of anterior capsule refers to the tear of ccc (extension (tear) of the capsulorhexis edge).